Event description:
The facility reported an infusion pump which failed an accuracy test. The event was reported to have occurred during bio-med testing. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 09 2007. Evaluation summary:the infusion pump is with the customer. Should the infusion pump be further evaluated, a follow-up report will be filled upon completion of the evaluation or if any additional information becomes available. This report represents all information known by the reporter at this time.